Event description:
The customer contacted physio-control to report that the analyze button on their device would not respond when pressed. As a result, the unit would not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.